Event description:
The customer reported that while pipetting htlv I/ii assay, the technician noticed low sample/low reagent in well h1. No alarm/no error message was generated by the summit. The service engineer verified proper operation of the instrument. No death or serious injury was associated with this incident.